Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 14 mg/dl. Customer stated they are insulin sensitive and believe pump settings needed to be adjusted. Customer noted they have experience low bg's even prior to using the pump for insulin therapy as well. Reportedly, in (B)(6) 2017 customer's bg level dropped to 14 mg/dl and began convulsing. Paramedics were called and customer was treated with dextrose. Customer declined to provide any further information on the reported issue.